Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. After 3-5 days the wound began to fester and had inflammation. The patient had an infection. No further information was provided. Currently, the patient is fine and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Results: inconclusive - two unopened foil packs were received. The number of samples received were inadequate for evaluation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.